Event description:
The pump was returned to animas for an unrelated issue. During evaluation, the pump force sensor was found to be out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the load cartridge phase, the pump emitted a "no cartridge detected" warning. A force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and contamination was found in the force sensor assembly. Unrelated to the complaint, the pump was found to be emitting (B)(4) alarms; the pump software was reloaded and the pump was able to proceed. Also unrelated, the keypad was found to be peeling from the top and bottom and contamination was found under the button contacts; all keypad buttons were found to be responding appropriately during testing. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. (B)(6). Correction: 2531779-03/24/2010-003-r.